Manufacturer narrative:
Insulin pump received intermittent button response due to flattened esc button dome switch. Insulin pump received with minor scratches on display window. Insulin pump received with a cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported unresponsive buttons on her insulin pump. The customer stated she is blind and can hear the buttons not responding. Customer's blood glucose was 171 mg/dl. Customer also stated the bolus button is sticking to insulin pump. The customer could not recall any significant events leading to the keypad issues. Customer also stated the issues have been occurring for the past six months and someone from medtronic was suppose to assist her at the doctor's office. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.